Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured at less than rpb during the first inflation in the subclavian vein. During removal, the balloon became completely detached from the catheter. The balloon was removed in its entirely without incident. No further treatment was performed. There was no pt injury.